Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the patient had elevated troponin c. In (B)(6) 2018, the patient presented with unstable angina. Subsequently, the index procedure was performed. The target lesion 1 was located in the mid left anterior descending (lad) artery extending up to distal lad with 85% stenosis and was 28mm long, with a reference vessel diameter of 3.0mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.0mm x 28mm promus premier drug-eluting stent. Post dilatation was performed with 0% residual stenosis. The target lesion 2 was located in the mid right coronary artery (rca) extending up to distal rca with 80% stenosis and was 12mm long, with a reference vessel diameter of 2.5mm. The target lesion 2 was treated with pre-dilatation and placement of a 2.50mm x 12mm promus premier drug-eluting stent. Post dilatation was performed with 0% residual stenosis. A day post procedure, the patient was noted with rise in troponin c. No action was taken to treat the event. On the next day, the patient was discharged on clopidogrel.

Event description:
It was reported that the patient had elevated troponin c. In (B)(6) 2018, the patient presented with unstable angina. Subsequently, the index procedure was performed. The target lesion 1 was located in the mid left anterior descending (lad) artery extending up to distal lad with 85% stenosis and was 28mm long, with a reference vessel diameter of 3.0mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.0mm x 28mm promus premier drug-eluting stent. Post dilatation was performed with 0% residual stenosis. The target lesion 2 was located in the mid right coronary artery (rca) extending up to distal rca with 80% stenosis and was 12mm long, with a reference vessel diameter of 2.5mm. The target lesion 2 was treated with pre-dilatation and placement of a 2.50mm x 12mm promus premier drug-eluting stent. Post dilatation was performed with 0% residual stenosis. A day post procedure, the patient was noted with rise in troponin c. No action was taken to treat the event. On the next day, the patient was discharged on clopidogrel. It was previously reported that the that the target lesion 2 was located in the distal left circumflex artery and was 12mm long. Now, it was reported that the lesion was located in the distal left circumflex artery and was 10mm long.